Manufacturer narrative:
Device history record was reviewed and no issues were observed, product was manufactured, tested and released per validated procedures. Additional information has been requested from the user facility. Unit has not been returned for evaluation. An addendum will be filed with updated information if the unit is returned to nwm for evaluation.

Event description:
Hospital reported, "today we had a defective fp7 that was placed in a patient and then had to be removed because it would not function properly. The valve was not working sufficiently enough to maintain pressure in the eye".